Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and the threads of the anchor are broken. The distal end of the inserter is bent. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per e-mail communication the broken pieces were removed from the patient. The procedure completed using a back-up device. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Since no further harm is anticipated, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during rotator cuff repair procedure, the footprint handle detracted from the handle and it could not fit back after implanting midway. The device break inside the patient but the pieces and the broken anchor were successfully removed, a new bone hole was made in order to complete the surgery but there was a void left in the patient. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.